Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented to the hospital after collapsing. Upon examination, a pericardial effusion that suggested the possibility of a cardiac tamponade was noted. A thoracotomy was performed which confirmed the atrial lead had perforated. The atrial lead was explanted. The patient was in stable condition.

Event description:
New information the atrial lead exhibited an elevated pacing impedance while implanted. The patient was in stable condition.